Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during the preoperational check, loss of external power alarm. Battery not charging. Checked the power cord, it's ok. Hospital power supply ok. Ventilator is not working with power supply. Checked the power supply board and found it is bunt. Issue is with the power supply board. Need to replace power supply board. No patient involvement